Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2018 with the following findings: a review of the black box showed evidence of one call service 064 alarm. A 24 hour duration test was successfully completed with no call service alarms duplicated. The pump cover was removed to find internal moisture on the motor connector and printed circuit board. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.